Event description:
A surgeon reported that the system froze just before the ultrasonic phase of the cataract surgery was completed. The system was rebooted but turning was unavailable; the procedure was completed with an alternate system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).